Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the motor error alarm, excessive no delivery, unexpected pump restart and unable to perform functional checks including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart or all operating current measurements due to the blank display. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a scratched case on the front near the end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 470 mg/dl at the time of the incident. The customer tried to treat with the pump but received a second alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.